Event description:
The customers mother called to report that their insulin pump would intermittently shut off. Customers blood glucose level was reported at 300 mg/dl. A replacement battery cap is being sent out to the customer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.